Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriately 2 bursts of anti-tachycardia therapy and 6 shocks during two episodes. The first episode delivered 1 burst and 1 shock, the second episode delivered 1 burst and 5 shocks. The therapy of the patient got exhausted. Reprograming options were discussed. No reprogramming options were made, medical treatment was decided. The device remains in service. No further adverse patient effects were reported.